Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the product damage has been completed. The site reported that pump flow was 0.5 lpm and it appeared that the pump was positioned too deep and was kinked. The root cause of the low pump flow was most likely a kinked cannula due to poor positioning resulting from improper technique by the end user. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported the pump was place and started in auto mode and pump flows were reported to be .5 liters per minute. The pump appeared to be too deep, the physician attempted to pull back the pump, but it was kinked and attempts to pull back more to get the kink out and readvance were unsuccessful. This pump was removed and a new impella pump placed without any issues. There was no patient harm reported,